Manufacturer narrative:
The inspection of the device by (B)(4) also confirmed that the adapter was de-centered. The device is currently being inspected. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported that defects of the device were found during preparation for use. The user replaced the device to another device. Therefore, preparation was delayed. Olympus inspected the device at the service department of olympus (B)(4) and found the cable was broken. Reportedly, the endoscopic image was not displayed. The image problem is a MDR reportable malfunction. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Other than the defects reported in the initial MDR, there were no defects confirmed by device inspection by olympus europa se & co. Kg. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus medical systems corp. (Omsc) assumed that the reported event was caused by the defect of the cable. This defect may have been caused by unexpected stress due to user handling. If significant additional information is received, this report will be supplemented.